Manufacturer narrative:
A field service engineer noted that the error resulted from the e-stop not being cleared. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system gave an ¿initializing collimator¿ message on the screen. The site docked the imaging system, restarted it, and took it out of e-stop as soon as it was available, then the issue was resolved. The manufacturer representative said the site did not dock the system when they put it away. There was no patient present when this issue was observed.